Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Appropriate term/code not available available for not being able to get good results on the lead.

Event description:
New information received stated that the lead was not used because the lead couldn't get good results.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the right atrial lead could not reach the right atrium. The lead was not used, and a new lead was implanted. The patient was stable.